Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1). The patient's attorney made no allegations related to the bard/davol bard pre-shape/keyhole. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007 and/or (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1), and/or an unspecified bard/davol bard pre-shape/ keyhole. It is alleged that on (B)(6) 2011, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007 and/or (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1), and/or an unspecified bard/davol bard pre-shape/ keyhole. It is alleged that on 11/17/2011, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided. (B)(6) 2007 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the large hernia sac was dissected away from the spermatic cord and excised. A large perfix plug was placed, secured with onlay patch and sutured medially to the pubis and around the spermatic cord.¿ (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of perfix plug (device #1) and implant of bard mesh pre-shaped w/ keyhole (device #2). Per operative notes, ¿the mesh appeared to be on anterior surface of the cord, and it was associated with hernia sac, testicular artery, vas deferens and venous plexus and there was intense surrounding inflammatory reaction associated with the plug itself. The plug was dissected free. The indirect hernia defect was dissected out proximally at the internal ring and repair with bard mesh pre-shaped with keyhole (device #2) was secured at pubic tubercle, inferiorly along shelving edge. The iliohypogastric nerve was resected, which was involved in scar.¿ attorney alleges that the patient had pain and hernia recurrence.